Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient initials and birth date are not known)on (B)(6), 2010. According to the complainant, during hysteroscopy, fluid was observed leaking from the cervix. A tenaculum was added on the side and procedure continued, noting the leak had stopped. During initial ablation, fluid was observed on the ratex and the system was shut down. No burns were sustained so the procedure was restarted. Everything looked good until about 4 minutes into the ablation when some fluid fluctuation occurred. The sheath and the ratex got wet again. At this time, the procedure was aborted and the unit progressed into cool down. Again, no burns were sustained but silvadene cream was applied as a precaution. There were no alarms generated. Clinical follow up information reconfirmed that no burns were sustained, there were no alarms or error codes, there was nothing unusual about the patient's anatomy, the patient was not on cycle and the patient did not have to be dilated. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined.the complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time,we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.